Event description:
It was reported that during a total hip replacement two accord dual ended hex driver became stripped in case. The hip system was changed due to the malfunction of the devices. It is unknown if there was a delay or how the procedure was finished.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that during a revision hip surgery, the screwdriver was stripped. Per email communication, since there were 2 different cable systems from different companies being used during the procedure, the surgeon elected to use the other system that was also being used at the same time. The procedure was completed without patient injury or delay. Since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.